Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 28.4 mmol/l and 5.2 mmol/l within 12 minutes per the meter's memory when read to the rep. Tests were done 12 minutes apart with a difference of 122%. Pt did not experience any adverse events. No further info has been reported.